Manufacturer narrative:
Corrected information: g2. The device has not been received, however, the non-visual device evaluation has been completed and the results are as follows: DHR results there were no issues during the manufacturing process. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference: (B)(4).

Event description:
It was reported by the patient that the top right side button broke from the device and she may have swallowed the button (she cannot locate it). The patient did not suffer any harm, injury or adverse outcome and no medical intervention was required. The patient stopped using the device around (B)(6) 2025.